Event description:
It was reported that an error of foot pedal not connected displayed. The procedure could not be completed due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Manufacturer narrative:
D3. Manufacturer email: moshe.barenboym@bsci.com. Upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the foot switch assembly was in good physical condition. The cable was kinked at the strain relief. It is most likely that the kinked cable contributed to the affected device performance and its integrity leading to the event experienced by the customer, which led to the procedure being aborted.

Event description:
It was reported that an error of foot pedal not connected displayed. The procedure could not be completed due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.